Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, there was an issue with universal surgical manipulator (usm) arm 1. The customer stated that arm 1 would go flat when the instrument clutch button was used. The issue was reported to technical support after completing the procedure. System logs showed 23008 errors on usm 1. The procedure was completed using arms 2, 3, and 4. No known impact or patient consequence was reported.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was able to reproduce the issue and replaced the universal surgical manipulator (usm). The system was tested and verified as ready for use. The usm involved with this event has been received, but the failure analysis testing has not yet been completed as of the date of this report.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the universal surgical manipulator (usm) to perform failure analysis (fa). Fa was able to confirm the reported complaint via system logs. Upon visual inspection, no issues were found that would be related to the reported event. The usm was then installed onto a patient side cart (psc) fixture test platform (pftp) where sensors check was found to be failing on the yaw searchlight and yaw searchlight flat flex cable (ffc). Once testing was completed, the yaw searchlight and yaw searchlight ffc was tested and was verified to be the source of the fault. The probable root cause is attributed to an issue with the yaw searchlight and yaw searchlight ffc.

Event description:
Refer to h11 for follow-up information.